Manufacturer narrative:
The investigation for the access site bleed and ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt was not determined. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-13703. D.4 revised serial number and unique identifier (UDI) # as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-13703. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-13703 as it is unknown the initial reporter also sent the report to the FDA. G.1 reporting contact facility name and manufacturing site fax number were inadvertently left off the previously submitted manufacturer device report number 1220648-2024-13703 and were added. H.6 codes 1721, 4628 and 3038 were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-13703. H.8 revised as selection was inadvertently omitted from the initial manufacturer device report number 1220648-2024-13703. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-13703 in accordance with updated procedures.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and there was oozing around the access site. Heparin was turned off and a sandbag was placed above the access site. Additionally, the catheter was advanced, and the patient had intermittent runs of ventricular tachycardia after. Support continued, and the patient eventually expired. The use of the impella device cannot be conclusively associated with the patient¿s outcome.